Manufacturer narrative:
The pump was returned for investigation. A data log was not provided for this case. No evidence of physical damage was observed on the returned product. Biomaterial was noted on the inlet cage of the returned product. Further investigation revealed the broken impeller blade. The pump was tested in a bucket of water, and low pump flow was reproduced after removing the biomaterial. The cause of the positioning issue was most likely use-related, as the pump was pulled during use, based on the returned product investigation. The cause of the access site bleeding issue was not determined since sufficient clinical information was not provided. The broken impeller blade and the biomaterial could impact the low pump flow, and without logs, the field event could not be confirmed the root cause of low pump flow. The cause of the low pump flow issue was not determined without data log investigation. As the necessary information was not provided, the root cause of the thrombus was not determined.

Event description:
The complainant reported a patient undergoing high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support and bleeding from site overnight and a hematoma formed. Two units of packed red blood cells were administered in addition to femostop and manual pressure. Subsequently, on echocardiogram, the impella cp device showed the position slightly deep. The impella was pulled back during under echocardiogram, and the placement alarms resolved. The following morning, it was noted that the pump ingested a clot. Flows dropped to less than one. However, after several hours, the patient remained hemodynamically stable. Therefore, the decision was made to remove the impella cp device without replacement. After explant of the impella, a large clot burden was visible in the inlet cage. The patient was reported to be stable following the device explant.

Manufacturer narrative:
The pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."